Event description:
Affiliate reported a blocked valve. During the case, a revision occurred using a replacement chpv burr hole with siphon guard.

Manufacturer narrative:
Codman has been notified that the device is not available for eval, therefore, an investigation is not possible. Furthermore, the serial number provided was not consistent with the product code and description provided. The device explanted, product code 82-3136, contains a siphon guard component. Production records for the serial number provided was produced in 1995, at a time prior to the introduction of siphon guard components and was for product code 82-3100. Thus, it is not possible that the serial number provided was correct. Should further clarification of the device involved be received, we will investigate at that time. Trends will be monitored for this and similar complaints. At this time, this complaint is considered closed.